Event description:
Tka. Mics attachment nut broke.

Manufacturer narrative:
Reported event: it was reported that mics attachment nut broke. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Although a picture of the device was provided but nothing relevant to the current event could be determined from it. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 35030117 and 43 devices were accepted into final stock on 03/06/2017. Review of qt17-03-0016 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35030117, shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka. Mics attachment nut broke.